Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that there was a non-recoverable 252 error. The tse walked the customer through powering the system down and reseating all of the fiber cables. The reporter powered the system back on and the system reported the patient side cart (psc) was not connected. The reporter tried a second hard power cycle of the components, and the psc was not powering on. Onsite logs were showing a fiber disconnect at the psc and the vision side cart (vsc). The reporter verified both ends of the fiber cable were fully seated. They tried a second port for the psc fiber cable at the back of the vsc and tried a new fiber cable with no change. The customer swapped to a backup psc to complete the procedure. The reporter tried to power the psc on to move the boom low enough to get out of the room but the system would not power on. The reporter explained the power was showing a blue and amber flashing power button. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023 during a radical with lymphadenectomy prostatectomy procedure. The system number of the backup patient side cart could not be confirmed. There was no reported patient injury but there was about an hour of procedure delay due to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed that the patient side cart (psc) was in an incomplete power up state. The center power button led was orange, but the led ring around the power button was spinning blue. The fse also observed that the da vinci splash screen would intermittently appear on the psc touchpad before going blank again. The fse pressed the power button on the psc and there was no response. The fse performed a hard power reset of the psc via emergency power off (epo) and breaker switch. When the system was powered on, the fse observed the psc attempting to power up, but intermittently experienced a power cycling issue with led lights still present on the psc power button. The vision side cart (vsc) communication issues with the psc were observed during power up issues. The power up issue was observed with the psc connected to the vsc and in standalone. The fse tried a new card cage on the psc, but that did not resolve the issue and the same psc power up issues were observed with no change. The fse then observed that the system power manager (spm) was making unusual clicking sounds during the psc power up issues. The psc power up issue and the clicking sounds from the spm were observed during multiple power up attempts. Therefore, the fse replaced the spm and the system powered up with no further issues. The fse installed the original spm again and confirmed power up issues with repeated clicking sounds on the spm were reproduced with the original spm. The system power cycled multiple times and verified with no further issues after the spm replacement. The system was tested and verified as ready for use. Isi has received the spm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci system. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system power manager (spm) assembly involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint of getting ¿non-recoverable 252 error¿. Upon visual inspection, the returned unit was found to be in good condition. The spm was analyzed, and the reported failure was replicated. The tech installed this spm into a printed circuit assembly (pca) and patient side cart (psc) then started up the system and the unit failed to power up the psc unit. The tech replicated failure report and no further investigation was done. The probable root cause of this reported issue is attributed to component failure. The complaint regarding non-recoverable 252 error was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.